Manufacturer narrative:
B5: correction of the ipg replacement date. D6b - date of explant: updated explant date. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received confirming the replacement did not occur on (B)(6) 2021. The patient had their ipg replacement on (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg would not communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, ipg was explanted and replaced resolving the issue.